Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. Treating ophthalmologist reported that patient is not compliant with contact lens wear by way of lens over wear and reported that complaint device did not cause or contribute to the reported event.

Event description:
Information obtained from ophthalmologist indicates patient was diagnosed with contact lens over wear. Patient presented with corneal neovascularization in both eyes as well as a few peripheral infiltrates and mild inflammation. Patient was prescribed fml 3x daily for 1 week and then 2x daily for 1 week. After this period patient was to discontinue medication. Patient was only seen once. Treating ophthalmologist reports that patient is not compliant with contact lens wear and denoted lens over wear. Ophthalmologist does not relate event to a specific product. Ophthalmologist said the event was not considered life threatening, did not result in permanent impairment of a body function or permanent damage to a body structure, and did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Finally, ophthalmologist also reported that complaint device did not cause or contribute to the reported event. Information obtained from consumer¿s mother indicates consumer is recovered.

Manufacturer narrative:
Consumer¿s mother reported that consumer began experiencing inflammation, pain, burning/stinging, and redness in both eyes after using product. Consumer visited eye doctor and was prescribed an unspecified steroid drop and instructed to discontinue contact lens wear for two weeks. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample has been returned and is currently pending evaluation.

Event description:
Consumer¿s mother reported that consumer had been using product since (B)(6) 2016 without issue. In (B)(6) 2016, consumer began experiencing inflammation, pain, burning/stinging, and redness in both eyes after using product. Consumer¿s mother reports that consumer visited eye doctor and was prescribed an unspecified steroid drop and instructed to discontinue contact lens wear for two weeks. Information obtained from doctor¿s office indicates patient was seen for irritation and was diagnosed with contact lens over wear. Additional medical information was not provided. Consumer¿s mother reported steroid regimen was to last for two weeks. At the time of this report, that treatment period has passed. Additional information relevant to consumer has been requested but has not been provided. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.